Manufacturer narrative:
(B)(4).

Event description:
This lead was found to be dislodged during the procedure and then, again, after the pocket was closed. The patient was taken back to the operating room and the lead repositioned successfully. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.